Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for follow-up. Upon interrogation, low lead impedance which was triggered on (B)(6) 2017 was noted. The impedance and threshold measurements were observed to be normal during the follow up. Episodes of noise reversion were recorded. Noise couldn¿t be reproduced in clinic. The device was reprogrammed. The patient was doing well before, during and after the interrogation.